Event description:
The initial reporter complained of discrepant high results for 3 patient samples tested for sodium (na) on a cobas 6000 c (501) module. (B)(6). No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were not provided.

Manufacturer narrative:
Repeatability testing was completed with acceptable results. The customer took 7 patient samples and ran them on the c501 module in question and a different c501 module and the results were comparable to one another. The field service engineer (fse) confirmed the module was operating within specification. The fse instructed the customer to replace the na electrode. The customer has not had any further issues. The investigation is ongoing.

Manufacturer narrative:
On 18-may-2022 the technician found a leaky vacuum tube at the cell rinse unit and replaced it. Afterwards, the module operated within specification. The investigation determined the event was due to a maintenance issue.